Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain. The hcp reported the patient told him the ins hadn¿t worked in 3-4 years and that he needed a new implant. No further complications were reported.